Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly, and the grip function was performed successfully. The grip bumper test passed as well. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the large needle driver instrument does not move normally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the instrument had non-intuitive movement. The instrument did not move in the expected direction. The issue was pesistent. The procedure was completed with the same instrument.